Event description:
In 2008, the sales rep reported that during a kit inspection, after the part had been washed, the pituitary rongeur was noted to have a missing screw. The same malfunction on a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon return of the product.